Event description:
It was reported, via a personal interaction, that an unknown pulserider aneurysm neck reconstruction device (product code/ lot # unknown) was used for an endovascular embolization procedure. It was reported that six months after the procedure, aneurysm recanalization had occurred. The event resulted in retreatment using an enterprise2 vascular reconstruction device. Six months after the second procedure, no recurrence of the aneurysm was confirmed. The event was reported as such, ¿the procedure was a stent-assisted coil embolization of recurrent basilar artery aneurysm using t shape pulserider (product code unknown). The procedure date was unknown. The pulserider was placed in the right posterior cerebral artery (pca) with the right leaflet and the left leaflet was placed in the aneurysm and implanted. The coil (product name unknown) was placed in the aneurysm, the pulserider was detached, and the procedure was completed without any problems. 6 months after surgery: recurrence of the same aneurysm was confirmed. Unknown date: a stent-assisted coil embolization using enterprise vrd 2 for the recurrent aneurysm was performed. After coil embolization, an enterprise vrd was placed between the right p2 segment of the pca and the ba, and the procedure was completed without any problems. 6 months after the second surgery: no recurrence of the aneurysm was confirmed. Physician¿s comment: the treated aneurysm had ruptured 16 years previously, and coil embolization had been performed at another hospital. After that, the aneurysm recurred twice, and coil embolization was performed each time. The procedure for the third recurrence was performed at our hospital, that was this coil embolization using the pulserider. However, a fourth recurrence occurred. There has been no recurrence since the last coil embolization. Continuous flush was unknown.¿

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height and medical history was not reported. Section b3 ¿ date of event: the date of the event was not reported. Section d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. The device was discarded; therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. Aneurysm recanalization is a known potential complication associated with coil embolization procedures. There was no alleged quality issue related to the used device, as the device performed as intended. There may have been procedural, patient, and pharmacological factors that contributed to the residual aneurysm with no indication of a device malfunction or defect; factors which may have a correlation with recanalization following coil embolization include neck size, packing density, and inflow angle. Since the event of aneurysm recanalization required an additional surgical intervention to preclude patient harm, this event does meet us FDA reporting criteria under 21 crf 803 with the classification of a ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.